Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose level rose over 25 mmol/l (450 mg/dl) with ketones of 3.7 mmol/l while wearing the pod between 37 and 48 hours. The patient visited queen's medical center and was taken to the resuscitation unit due to the risk of being in coma. When removed from the infusion site (arm), the pod's cannula was found bent. In addition to hyperglycemia, the patient experienced nausea, vomiting and had frequent urination. Treatment included sliding scale as well as glucose and fluid via IV. The patient reports the settings of the personal diabetes manager (pdm) were incorrectly entered by the nurse which led to the adverse event. The ratios on the pdm were corrected and the pod was discarded. The patient spent 3 days at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported bent cannula as well as hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.